Manufacturer narrative:
Although requested multiple times by the affiliate, the data provided by the customer did not include the dates for the allegation. Cir informed the customer that without the correct data to analyze, we will not be able to provide a root cause for the customer regarding this result. It is possible that the alleged positive result is in the limit of detection (lod) range, which would explain the discrepancy however without data we are unable to confirm a root cause. At this time, no product problem seen. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the netherlands alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed an influenza b positive result for a patient¿s sample when tested with the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the panther from hologic (open access) that generated an influenza b negative result. No harm or injury was indicated. Patient sample was collected using viral transport media. The influenza b positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).